Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on foreign patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the distributor did not report any injury or medical intervention.